Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the right ventricular (rv) lead had a decreased sensing value and increased pacing lead impedance. Phrenic nerve stimulation had also occurred during the threshold capture testing. The lead was repositioned and the patient was stable with no consequences.